Event description:
It was further reported that initially, the procedure was completed with this device. However, updated information received states that only predilatation was performed to the target lesion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via femoral artery. The 50% stenosed target lesion was located in the non-calcified and severely tortuous proximal brachiocephalic artery. A non-bsc introducer sheath was inserted through the vascular access followed by the advancement of a non-bsc guide wire. A 8.0x30x135cm express ld vascular stent was advanced and deployed to treat the lesion. The stent delivery system balloon was then deflated; however, the balloon was "trapped" inside the stent and was unable to be removed. The balloon was re-inflated and re-deflated and the stent delivery system was pushed and pulled several times. The stent dislodged. The dislodged stent was able to be retrieved using the stent delivery system balloon and was repositioned and implanted in the common iliac artery. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via femoral artery. The 50% stenosed target lesion was located in the non-calcified and severely tortuous proximal brachiocephalic artery. A non-bsc introducer sheath was inserted through the vascular access followed by the advancement of a non-bsc guide wire. A 8.0x30x135cm express¿ ld vascular stent was advanced and deployed to treat the lesion. The stent delivery system balloon was then deflated; however, the balloon was "trapped" inside the stent and was unable to be removed. The balloon was re-inflated and re-deflated and the stent delivery system was pushed and pulled several times. The stent dislodged. The dislodged stent was able to be retrieved using the stent delivery system balloon and was repositioned and implanted in the common iliac artery. The procedure was completed with this device. No patient complications were reported and the patient's status was good.